Event description:
Per the independent repair center, the unit is not alarming due to a defective power switch.

Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed. This product was evaluated and repaired by an independent repair center.